Event description:
User called into emergency support program (esp) line to request support with catheter restriction alarm that occured on the patient while using intra aortic balloon. User also stated that patient is very mobile and is waiting for heart transplant. Due to the mobility of the patient the catheter kinks upon movement even though a leg immobilizer is being utilized.the esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).